Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s sleep/wake button became intermittently and then fully unresponsive, with occasional responsiveness only when the device was placed on a charging pad; the user had previously restarted the device without lasting resolution, and blood glucose values were not impacted. Symptoms included no clinical effects. Outcomes included replacement of the pump and shipment of a charging kit, along with user education on data sync, shutdown, and startup of the replacement device. Investigation included review of the user¿s report, troubleshooting guidance, and replacement logistics. Investigation of this device was received and revealed not being able to replicate an unresponsive wake/sleep button consistent with a hardware malfunction affecting the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was not a device hardware failure of the wake/sleep button assembly.